Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On the morning of (B)(6) 2024, the patient was having breakfast and suddenly passed out. The patient's fingerstick reading at that time was 560 mg/dl but the patient could not recall what the cgm was reading. The patient's husband called emergency medical technician's (emts). The patient was transported to the hospital and regained consciousness in the ambulance en route to the hospital. Upon arrival at the hospital, the patient's bg was 400 mg/dl while the cgm was displaying 300 mg/dl (approximate readings that the patient reported). The patient was treated with IV fluids. An MRI and ultrasound were performed and the results were normal. The patient was in the hospital until (B)(6) 2024. The patient reported that they were provided 10 units of lantus every night while in the hospital. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.